Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered contamination of the fluidic circuit. He changed a reagent and sample pipette, decontaminated the instrument, changed the photometer lamp and reaction cells. He performed post-processing validation with acceptable results. Customer has not complained about further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable low urea nitrogen results for two patients tested on a cobas 8000 c 702 module. The initial results were not reported outside the laboratory. The samples were repeated for further confirmation. Patient 1¿s initial serum urea result was 0.72 mmol/l with a data flag. The repeat result on the same analyzer was 7.83 mmol/l with a data flag. Patient 2¿s initial urine urea result was 84 mmol/l, and the repeat result on a different instrument was 148 mmol/l. Urea reagent lot number was 457155 with an expiration date requested but not provided.